Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The evaluation of the actual device could not be conducted due to the device not being returned. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the bypass tube was already detached. The following information was provided by the user facility: when the angio-seal poly-foil pouch was opened, the bypass tube was already detached from the carrier tube tip. The pouch was fully opened on a clear and flat surface all the way from the arrow side to the end. There was no obstacle to open the pouch. The device was not used and another angio-seal device from a different lot was used to achieve hemostasis. The physician had completed the training process on the device prior to this case. The puncture site was distal to the inguinal ligament of the left common femoral artery. The size of the sheath ancillary used was 8 fr. It was reported that there was no health damage to the patient. It was reported that hemostasis was successfully achieved by the 2nd device.